Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted that this right atrial (ra) lead showed high out of range pacing impedance measurements in the bipolar and unipolar configurations. An ra lead fracture was confirmed when images were taken. The patient had atrial fibrillation thus the device was reprogrammed to vvi mode. No changes were made to the system. No adverse patient effects were reported.